Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the use of the liberty select cycler and cycler set. Additionally, there is no allegation or evidence of a device malfunction or deficiency, or cycler set defect reported for this event. Although no information was provided related to culture results or the determined cause of the reported peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
It was reported that this peritoneal dialysis (pd) patient was hospitalized due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the emergency room (ER) on (B)(6) 2025 with complaints of abdominal pain. The patient had initially been instructed to go into the pd clinic for evaluation, but the patient went directly to the hospital. The patient was admitted to the hospital and diagnosed with peritonitis. The patient remains hospitalized. No culture results or antibiotic therapy information was available. The patient had two previous episodes of peritonitis so there was discussion whether to pull the patient¿s pd catheter (not a fresenius product). There is no information indicating the catheter has been replaced. Upon discharge from the hospital, the pdrn will conduct a home visit which will include observation on how the patient and the patient caregiver set-up treatment as well as retraining. The patient¿s caregiver is new to setting up the treatments. No additional information was available.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that this peritoneal dialysis (pd) patient was hospitalized due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the emergency room (ER) on (B)(6) 2025 with complaints of abdominal pain. The patient had initially been instructed to go into the pd clinic for evaluation, but the patient went directly to the hospital. The patient was admitted to the hospital and diagnosed with peritonitis. The patient remains hospitalized. No culture results or antibiotic therapy information was available. The patient had two previous episodes of peritonitis so there was discussion whether to pull the patient¿s pd catheter (not a fresenius product). There is no information indicating the catheter has been replaced. Upon discharge from the hospital, the pdrn will conduct a home visit which will include observation on how the patient and the patient caregiver set-up treatment as well as retraining. The patient¿s caregiver is new to setting up the treatments. No additional information was available.